Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient will charge the ins full, and the next day the battery will be at 3/4. It was noted that the patient charges every night. The patient thought that the battery was fully charged due to the screen with the '3 bubbles' (the charge sufficient screen) and it was reviewed that if the patient were to stop charging after seeing the charge sufficient screen then the battery level would be at 92-93% and the screen would be 3/4 shaded. The patient then stated that the ins was taking longer to charge despite having 8 coupling boxes consistently. The patient later called back and stated that they were confused and that they charge every night and that on the day of the call they saw the battery go down. The patientstated that they had never seen it go down before. The patient was redirected to their managing physician. No patient complications were reported.